Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller would like to have a reprogramming appointment with rep to address therapy concerns as they said the current settings "aren't working." Caller stated that the patient recently had their implanted device replaced and after the original settings were done, they noticed the battery was draining too quickly so they reset it to lower settings. But this is not enough to cover their symptoms and they want it set higher again. Caller stated that the therapy does work at the higher settings. Caller inquired about setting up an appointment with a representative they have been working with for reprogramming. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Caller stated they just got off the phone with the hcp who gave them a different rep's number. Caller stated they called the rep and they reached voicemail which said to call patient services (no mention of rep aware or leaving a voicemail). Agent offered to reach out to the field via email and caller declined.